Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and identified no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the direct cause of the no flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the air bubbles was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced no flow. This was noticed before use. There was no patient involvement associated with this event. No additional information is available.